Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device'). In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headache"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain / pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dyspareunia, migraine and urinary tract infection outcome was unknown. And the headache and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020, quality-safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included extrauterine intra-abdominal localisation of iud, hypertension, sleep apnea and morbid obesity. Concomitant products included levonorgestrel (mirena) since 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headache"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain / pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopan tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, dyspareunia and migraine outcome was unknown and the abdominal pain, headache and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: insertion details-right tube with 3 coils visible and left with 5 coils visible after essure placement diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: a. Fallopian tube. Left, tubal ligation and distal salpingectomy: fallopian tube, complete cross section unremarkable fimbria b. Fallopian tube, right, tubal ligation and distal salpingectomy: fallopian tube, complete cross section unremarkable fimbria. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2021: pfs received: no new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headache"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain / pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopan tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dyspareunia, migraine and urinary tract infection outcome was unknown and the headache and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs was received: previously event "injury" was replaced by specific events: essure micro-insert migration, urinary tract infection, abdominal pain, migraines, dyspareunia (painful sexual intercourse), abnormal genital bleeding, headache and pelvic pain. She underwent bilateral salpingectomy. Patient dob & reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headache"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain / pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, dyspareunia and migraine outcome was unknown and the abdominal pain, headache and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: plaintiff fact sheet received. Events added from pfs- lower abdominal pain. Outcome of event urinary tract infection was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headache"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain/pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopan tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dyspareunia, migraine and urinary tract infection outcome was unknown and the headache and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs was received: previously event "injury" was replaced by specific events: essure micro-insert migration, urinary tract infection, abdominal pain, migraines, dyspareunia (painful sexual intercourse), abnormal genital bleeding, headache and pelvic pain. She underwent bilateral salpingectomy. Patient dob & reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.